Manufacturer narrative:
Medtronic received additional information that no damage or abnormal electrical event was noted to the instrument. The installed batteries are approximately 16 months old and their lot numbers could not be provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported occurrence of an ac power failure alarm when plugged in was verified during service. The issue was resolved by replacing the battery ,12v,6.5 ah,certified *2 and the assy system controller module -006. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported the occurrence of an ac power failure alarm when plugged in. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.